Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the "up, down, left, and right" directions did not meet standard value. In addition to the forceps elevator wire being cut/bent, and foreign material found in the forceps elevator and connecting tube, the evaluation findings are as follows: due to deformation of the control unit, water tightness was lost, due to deformation of the "up/down" knob, water tightness was lost, the nozzle was deformed, there was evidence of a third party repair, the connecting tube had a scratch, due to wear of the angle wire, the play of the "up/down" and "right/left" knob were out of standard value, due to the cut on the forceps elevator raiser wire, forceps raising angle did not met standard value, image guide protector had a cut, the grip had a dent, the control unit had a scratch, the universal cord had a scratch, and the light guide bundle had breakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the duodenovideoscope had reduced angulation. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the forceps elevator raiser wire had a cut with a bent part, the forceps elevator had yellowish/brown foreign material and the connecting tube had foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section which state: operation manual: 3.2 inspection of the endoscope: inspection of the endoscope states detection methods. Operation manual: important information ¿ please read before use: warnings and cautions states preventive countermeasure. Olympus will continue to monitor field performance for this device.